Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll syringe only mx bun was stained with ink. This occurred on 26 occasions. The following information was provided by the initial reporter: sterile product stained with ink.

Manufacturer narrative:
H6: investigation summary photos received for investigation. Upon visual inspection, photo displays twenty six blister packs stained with ink. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with ink splash to paper through inkwell, ink stained rollers, and poorly designed inkwell trays. Actions were taken to update cleaning procedure, and modify the inkwell tray. The batch involved was manufactured on 13-abr-2021, prior to the closing of these actions.

Event description:
It was reported that syringe 20ml ll syringe only mx bun was stained with ink. This occurred on 26 occasions. The following information was provided by the initial reporter: sterile product stained with ink.